Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the iol (intraocular lens) case. Solution is dried on the iol. One haptic is slightly deformed, there are marks on the other haptic. The optic is cracked/fractured and there are scratches on the optic. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "iol scratched, explanted". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and reported that the iol was exchanged for the different model lens model but one and half a diopter more power.

Manufacturer narrative:
Additional information was provided in a.2. And b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported with a description of lens was explanted at secondary procedure due to scratched lens. The scratched iol disturbed the vision. Iol was replaced with similar lens without complications. Additional information was requested. There are two medical device reports associated with this report. This is 1 of 2.